Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2014 with the following findings: no battery cap or cartridge cap were returned, test battery cap and test cartridge cap were used to complete the investigation. Investigators were unable to download bb and dl due to a ¿eeprom failure¿. The pump alarmed with ¿cs006¿ eeprom write failure alarm during the 24hr duration, ¿cs alarm issue¿ was duplicated. The pump was disassembled; eeprom failure was concluded after pcb inspection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.